Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure; upon device interrogation, loss of capture was observed on the left ventricular lead. The patient is pacemaker dependent; the device was programmed to right ventricular pacing only. The patient's medical condition was good.